Manufacturer narrative:
No UDI information is available; the device was manufactured before UDI implementation. No malfunction was identified with either the maxi move lift or the sling that could have caused the patient¿s fall. Based on the information received form the customer, the resident was not suitable for transfer using a toileting sling. It was identified by the customer as the error of care assistant. According to the instructions for use (IFU): 04. St.00-int1-a from dec/2023, "warning to avoid injury, only use the toilet sling on patients with upper body strength. Lack of upper body strength can cause the patient to slide out". "Warning to avoid injury, always assess the patient prior to use". Additionally, the IFU specifies that if the patient does not meet these criteria, an alternative equipment/system shall be used. In summary, the event most likely resulted from a mismatch between the resident¿s condition and the intended use of the toileting sling, as outlined in the IFU. It is unknown what transfer technique was selected by the caregiver and if the sling size was properly selected. Given the limited information, it cannot be excluded that factors such as size selection, or transfer technique may also have contributed to the event. No deficiencies were identified in the lift or sling; both met their specifications. They were used as a system for patient transfer and therefore played a role in the incident. The incident was considered reportable because the resident slipped out of the sling during transfer using a maxi move with a toileting sling.

Event description:
A resident was being transferred using a maxi move with a toileting sling when the resident slipped out of the sling and sustained a head wound. The wound was treated with tissue adhesive, and no hospitalization or further medical intervention was required.